Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result in the risk stratification range generated on access immunoassay analyzer. The result was reported out of the laboratory. Upon repeat, the result was within the normal reference range. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample collection and centrifugation information was not supplied. The results of qc runs prior to and after the erroneous result were within the customer's established ranges. A field service engineer (fse) was on site (B)(4) 2010 and performed preventive maintenance (pm). All verification testing met published specifications, and no hardware issue was noted. Although hardware issues were addressed, no definitive root cause for the event has been determined to date.